Event description:
The customer reported the ventilator shut down during normal ventilation operation. The customer reported the device did not alarm upon shutdown. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the device diagnostic history indicated occurrences of a data acquisition pcba adc reference failure. The manufacturer's field service engineer confirmed a vent inop occurrence due to an adc reference failure during review of the device diagnostic history. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition pcb board to address the finding. Final applicable testing was completed and passed to operating specifications.